Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue. DHR could not be performed as there was no catalog or lot number reported. The complaint could not be confirmed and root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ syringe had foreign matter. This was discovered before use. The following information was provided by the initial reporter: it's noticed that beige foreign matter the tip of barrel.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe had foreign matter. This was discovered before use. The following information was provided by the initial reporter: it's noticed that beige foreign matter the tip of barrel.